Manufacturer narrative:
The reported product's were returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reported readings was found in the meter's memory.

Event description:
Customer reported receiving a reading from her adc blood glucose meter which was higher than a subsequent reading obtained by her healthcare provider. Customer further reported that on (B)(6) 2017 at 8:01 am she received a reading of 125 mg/dl and had been receiving what were perceived to be high readings for the past 4 days. She reported that sometime later that same day she self-presented to her hcp due to the reading she received on her adc meter and a reading of 62 mg/dl was received on the hcp¿s meter. Customer could not recall how much time elapsed between the two readings. Customer was diagnosed with hypoglycemia and treated with a ¿glucose shot¿. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a reading from her adc blood glucose meter which was higher than a subsequent reading obtained by her healthcare provider. Customer further reported that on (B)(6) 2017 at 8:01 am she received a reading of 125 mg/dl and had been receiving what were perceived to be high readings for the past 4 days. She reported that sometime later that same day she self-presented to her hcp due to the reading she received on her adc meter and a reading of 62 mg/dl was received on the hcp¿s meter. Customer could not recall how much time elapsed between the two readings. Customer was diagnosed with hypoglycemia and treated with a ¿glucose shot¿. No additional treatment was required. There was no report of death or permanent injury associated with this event.